Event description:
It was reported to covidien that a customer had an issue with a tumescent infiltration pump. The customer reports the pump is not working. The wheel spins, but it appears the gear is stripped and does not pump the tumescent.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.